Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Toothbrush heads keep coming off in my mouth-oral-b/power toothbrush [device breakage]. Case narrative: consumer stated via e-mail that toothbrush heads do not stay on the body they keep coming off in my mouth. No injury reported.

Event description:
Toothbrush heads keep coming off in my mouth-oral-b/power toothbrush [device breakage] . Case narrative: consumer stated via e-mail that toothbrush heads do not stay on the body they keep coming off in my mouth. No injury reported. 25-aug-2025: follow up the suspect product has been updated 19-sep-2025 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Manufacturer narrative:
19-sep-2025 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return h3 other text : pending investigation.

Event description:
Toothbrush heads keep coming off in my mouth-oral-b/power toothbrush [device breakage] . Case narrative: consumer stated via e-mail that toothbrush heads do not stay on the body they keep coming off in my mouth. No injury reported. 25-aug-2025: follow up . The suspect product has been updated.